Event description:
Event: post implant intervention to treat an endoleak. Case details: a follow-up angiogram demonstrated an endoleak that was initially thought to be a type I superior endoleak. A competitor cuff was placed at the superior neck, however subsequent angiogram revealed that there was type ii lumbar endoleak. That leak was not treated as of this report.